Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced due to a system error 345. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream pressure plate gap was found out of specification. The downstream tubing guide was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.